Event description:
Patient reported therapy cable does not fit into the monitor. Patient further confirmed that they did not hear therapy cable latch/click into monitor. Confirmed no twisting/damage to the therapy cable. Patient further stated that they got dirt stuck in between therapy cable latch and monitor and attempted cleaning with water. All troubleshooting attempts failed. Wcd role in the event is pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therpay cable failed inspection for damaged cable pins. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.